Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the battery packs. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed error messages indicating saturation fault and charge failed. No pt injury was reported.